Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates

Event description:
Reference number (B)(4) event occurred in united arab emirates it was reported that patient was hospitalized for hyperglycemia due to bent cannula on (B)(6)2024. Length of hospitalization was more than 24 hours. High blood glucose level was 500 mg/dl and treated by pump and insulin pen. The insertion site was abdomen. Symptoms reported at the time of event was vomiting, abdomen pain, and could not breath easily. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available